Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in europe: (B)(6). Concomitant medical products: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00459, 3002806535-2021-00460. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left hip prosthesis on (B)(6) 2016 at (B)(6) hospital. The patient claims reduced mobility following the surgery performed after a road traffic accident.

Event description:
It was reported that the patient underwent an initial left hip prosthesis on (B)(6) 2016 at (B)(6) hospital. The patient claims reduced mobility following the surgery performed after a road traffic accident.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: no product was returned; visual and dimensional evaluations could not be performed. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. Devices are used for treatment. No compatibility issues were noted. A review of complaint history was assessed for three years prior to the notification date and identified: (1) similar complaints for item #165230 (including initiating complaint). There were (0) additional complaints against the lot #3194869. (1) similar complaints for item #650-0830 (including initiating complaint). There were (0) additional complaints against the lot #2015011536. (1) similar complaints for item #650-0556bm (including initiating complaint). There were (0) additional complaints against the lot #3665747. Medical records were not provided. A definitive root cause cannot be determined due to insufficient information. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00459-1. 3002806535-2021-00460-1. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated. H3 other text : remains implanted.